Event description:
An initial report of a hospital admission was made to united therapeutics on 05-oct-2022 and forwarded to millyard advanced medical products llc on 06-oct-2022. The patient reported that she had an unspecified cartridge issue on (B)(6) 2022 when she was 5 hours away from home and didn't have any of her spares with her. The patient went to the hospital to continue to receive remodulin therapy. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.